Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and accelerating the patient rhythm to a ventricular fibrillation (vf). A few days prior to the delivered inappropriate shock, the smartpass feature was noted to have been disabled due to low amplitudes. The device was reprogrammed to the secondary vector and the smart charge was extended to mitigate further inappropriate therapy. Additional information was received that this device exhibited t-wave oversensing and shocked on the t wave resulting in the rhythm acceleration. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock and accelerating the patient rhythm to a ventricular fibrillation (vf). A few days prior to the delivered inappropriate shock, the smartpass feature was noted to have been disabled due to low amplitudes. The device was reprogrammed to the secondary vector and the smart charge was extended to mitigate further inappropriate therapy. This device remains in service. No additional adverse patient effects were reported.